Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 471 mg/dl and after checking it was 479 mg/dl. Customer treated high blood glucose with syringes. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Customer advised he accidentally threw out insulin recently and is low until next shipment and does not want to use new reservoir. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.